Manufacturer narrative:
Corrected e1 establishment name address. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. The foreign material may have been unremoved because the device was not reprocessed properly due to a leak at the bending section cover or distal sheath. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states detection method in gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited nozzle was blocked with foreign material. There were no reports of patient involvement.